Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 8.8-12.7cm and 17.7-20.3cm from the distal tip. Internal insulation abrasion at 28.7-29.3cm and d 33.6-35.5cm from the distal tip. External insulation abrasion at 12.3-12.6cm from the distal tip consistent with friction to another device. The (B)(4) coating was intact at all locations.